Manufacturer narrative:
A photo was returned showing a warped cassette. No samples were returned for investigation. The probable cause is due to excessive heat during transportation. Device history review for lot 13588961 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch in which the customer reported that the clip on the photophobic set leaked and was bent. It was not unknown whether there was patient involvement or not; harm was not reported as a consequence of this event.

Manufacturer narrative:
The actual device is not available for evaluation, however, a picture sample is available. Evaluation is not yet complete.